Manufacturer narrative:
Complaint conclusion: as reported, the delivery system of a 8 mm x 40 mm precise pro rx us carotid stent system was damaged during stent delivery to reach the lesion. This resulted in unsuccessful release of the stent. The stent was replaced with another non-cordis stent and the procedure was successfully completed. There was no reported patient injury. There were no damages or anomalies noted to the device or packaging prior to use in the patient. The stent delivery system (sds) was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The device was not attempted to be deployed outside of the body. The target site was for carotid stenosis. The vessel characteristics at the target site included moderate calcification, moderate tortuosity, 70% stenosis percentage, with an acute angle, no bifurcation, and no chronic total occlusion (cto). An unknown 0.014-inch guidewire was used. Other procedural details were requested but were not provided. The device was returned for evaluation. A non-sterile ¿precise pro rx us carotid syst¿ was received for analysis. The device arrived coiled inside a clear plastic bag. Upon receipt, it was unpacked and placed on a metal tray for inspection. A thorough visual inspection revealed the following observations: the stent remained mounted in its manufacturing position. A separation of the outer sheath was noted approximately 20 cm from the distal tip, exposing the braid wire at the rx port. The entire pod section, including the stent, appeared wavy, which may impair the deployment mechanism. The hemostasis valve was returned in the fully closed position. No additional anomalies were identified during the inspection. Dimensional analysis: measurements were taken near the sheath separation to verify the outer and inner diameters (od/ID) of the pod. All measurements were within specification. The od of the inner shaft (proximal wire) was also measured at the separation site and found to be within specification. Functional analysis: a functional test was conducted to evaluate stent deployment. The hemostasis valve was first unlocked. Stent deployment was attempted by retracting the outer sheath while the inner shaft was held stationary. The inner shaft moved freely within the lumen. However, due to the outer sheath separation and the wavy configuration of the pod area, successful stent deployment could not be achieved. The separation site was examined using a vision system. Elongation was observed on both edges of the separation. These features are consistent with damage caused by tensile overload. It is therefore concluded that the device was subjected to a tensile force exceeding the material¿s yield strength, resulting in the outer sheath separation. The reported ¿stent deliver system (sds) deployment difficulty unable¿ along with a ¿stent deliver system (sds) kink/bent¿ on the pod housing unit of the stent was observed during analysis of the returned device. In addition, an ¿inner shaft ¿ exposed braidewire/corewire¿ was identified, indicating that significant mechanical force had been applied. Detailed inspection revealed a separation of the outer sheath approximately 20 cm from the distal tip, with exposure of the rx port braidewire and notable waviness across the pod segment, including the stent. Functional testing confirmed that stent deployment was not feasible due to these damages. Microscopic evaluation of the sheath separation demonstrated elongation characteristics consistent with tensile failure, suggesting that the material was stressed beyond its yield strength. According to the event report, the sds was initially advanced beyond the lesion and then withdrawn back into position before deployment was attempted. The target lesion was located in a carotid artery with moderate calcification, moderate tortuosity, acute angulation, and 70% stenosis. These challenging anatomical features likely increased friction and resistance during device manipulation. The combination of vessel geometry and procedural maneuvering, particularly during repositioning, plausibly introduced excessive tensile loads to the outer sheath. Given that no abnormalities were observed in the device or packaging prior to use, the root cause is most consistent with procedural interaction with complex vascular anatomy, leading to mechanical overload and subsequent failure of the delivery system. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker. Note: the mechanism for stent deployment is outer sheath retraction. Deployment is completed by maintaining inner shaft position while retracting the outer sheath and allowing the stent to expand (often referred to as the ¿pin-and-pull¿ method). Post-deployment stent dilatation: while using fluoroscopy, withdraw the entire delivery system as one unit, over the guidewire and out of the body. Remove the delivery device from the guidewire. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. (Do not remove guidewire.) Using fluoroscopy, visualize the stent to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation (standard pta technique) can be performed.¿ based on the available information and product evaluation, there is no evidence to suggest that the reported event was related to a design or manufacturing deficiency. As such, no corrective or preventive action is warranted at this time.

Event description:
As reported, the delivery system of a 8 mm x 40 mm precise pro rx us carotid stent system was damaged during stent delivery to reach the lesion. This resulted in unsuccessful release of the stent. The stent was replaced with another non-cordis stent and the procedure was successfully completed. There was no reported patient injury. There were no damages or anomalies noted to the device or packaging prior to use in the patient. The stent delivery system (sds) was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The device was not attempted to be deployed outside of the body. The target site was for carotid stenosis. The vessel characteristics at the target site included moderate calcification, moderate tortuosity, 70% stenosis percentage, with an acute angle, no bifurcation, and no chronic total occlusion (cto). An unknown 0.014-inch guidewire was used. Other procedural details were requested but were not provided. The device was later returned for evaluation. Addendum: per product evaluation, the device presents an outer sheath separation that exposed the braid wire of the rx port. Additionally, all the pod section, including the stent, is kinked, compromising the deploying mechanism.